Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event was failure of the dx board. In addition, the issue of image loss when manipulating the pigtail, found on the device evaluation, was likely due to wear of the video connector latch, associated with the age of the device and frequency of use.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found no signal was detected and the cause was isolated to a faulty dx board. In addition, a worn video connector latch was found, causing loss of image when manipulating (i.e., wiggle) the pigtail.

Event description:
Olympus was informed of a report that the sdi connections on the back of the unit were damaged when the cable, connected to a monitor, was "ripped out of the input." A signal could not be detected following the damage and no image was sent. The problem occurred during preparation for use. The intended procedure was an endobronchial ultrasound and was completed after a 10 minute delay. The same device was not used to complete the procedure. There was no patient injury or medical intervention reported to olympus associated with the event.